Event description:
On (B)(6) 2015, it was reported that a copy of the patient¿s death certificate could not be obtained

Manufacturer narrative:
.

Event description:
On (B)(6) 2015 it was reported that the patient passed away. It was noted that she ¿lost her fight with epilepsy¿. Additional information was requested from the physician but no further information has been received to date.